Event description:
During a transfemoral tavr procedure, the patient sustained a ventricular perforation. The ventricle was repaired with sutures. The 29mm sapien xt valve was successfully deployed with no paravalvular leak or central leak noted on tee or angiogram. Once the wire/delivery system was pulled back out of the valve, the patient's blood pressure dropped to the 50's systolic. The patient was treated with multiple pressors and CPR. Pressure was still low. The physician decided to convert to cardiopulmonary bypass as the pressure continued to drop to the 50's. Once the patient was placed on bypass, the pressure was able to be maintained. Open chest exploratory surgery revealed a small perforation in the ventricle near the lad in the apex. The ventricular perforation was caused by the guidewire. The physician surgically repaired the hole with several sutures which sealed the perforation. The patient was transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, per report, the ventricular perforation was caused by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.